Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following procedure the patient experienced pain and unable to engage in physical activities. It was reported that patient underwent mesh removal on (B)(6) 2011 due to infection. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.